Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 06/27/2016, to report that on (B)(6) 2016, the patient's receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.